Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and found a defective exhalation valve and diaphragm that had been contaminated with crystalization from nebulized tobramycin causing the ventilator to go on auto-cycle. After cleaning the valve and diaphragm, the issue was resolved. The fsr performed preventative maintenance, user verification tests, and the operational verification procedure according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the device will not stop auto-cycling. The customer reported there is no patient involvement associated with the event.